Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power and low voltage alarms when switching batteries; however, no alarms were heard.

Manufacturer narrative:
H6 - investigation findings: usage problem identified. Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via the log file review; however, the reported event of the system controller failing to alarm was not confirmed. The system controller event log file spanned approximately 1 days ((B)(6) 2023 per the timestamp). The reported event of no external power alarm on (B)(6) 2023 was overwritten by newer events. A no external power alarm activated on (B)(6) 2023 at 09:30 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The system controller periodic log file spanned approximately 11 days ( (B)(6) 2023 per the timestamp). No external power alarm activated on (B)(6) 2023 at 05:31 due to loss of external power. The periodic log file shows that the device was connected to a battery power source around (B)(6) 2023 at 10:31 providing power to the system for more than 8 hours per design. Low voltage advisory alarm activated on (B)(6) 2023 at 03:31 and 04:31 indicating that the batteries were depleted when the no external power alarm activated. The backup battery was able to provide power to the system during the no external power alarm. The periodic log file captures events at a specific interval and does not show the onset of the events. No other notable alarm was observed. The hm system controller, serial (B)(6), was not returned for analysis. Per provided information the patient was reeducated about maintaining connection with power. The patient is stable. The patient denied hearing alarms even when the controller alarm log was reviewed with the patient at the clinic. The patient had a history of non-adherence to the clinical team¿s recommendation. The patient was reeducated on the importance of sleeping on wall power. A root cause of the no external power alarm on (B)(6) 2023 was determined to be external battery being fully depleted, and a root cause of the no external power alarm on (B)(6) 2023 was determined to be user error due to simultaneously disconnecting the power cables. However, a root cause of the controller failing to alarm was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. This section also explains how to properly connect the system controller power cables to a power source. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 209 minutes of emergency backup battery (ebb) use and increased use of 35 times as well as no external power alarms for about 45 minutes each. The log files noted that at 5:31 the batteries were disconnected from both the black and white power leads which increased the ebb use count by one and triggers a no external power alarm. At 6:31 new almost fully charged batteries were put in. It appeared that the patient caused disconnected both controller power leads to switch from low batteries to fully charged batteries. The alarms resolved. The patient was sleeping on batteries instead of wall power and denied hearing the alarms. The patient had a history of non-compliance with instructions.